Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior tibial artery using an indigo system catrx aspiration catheter (catrx), non-penumbra sheath. During the procedure, the physician advanced the catrx through the sheath to the target vessel and completed 5 to 6 passes. While retracting the catrx into the sheath to bring back the catrx tip with it, the physician experienced resistance and lost access. Subsequently, distal 12 inches of the catrx tip sheared off from the proximal segment of the catrx in the patient. It was reported that the physician ended up buddy wiring to remove the sheared off piece of catrx. The procedure was completed with a final angiography. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.